Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4). Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, (B)(4), customer letter, and electrical safety. Per sb (B)(4), replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits. Per (B)(4), added keyboard mask.

Event description:
It was reported that the fms duo+ pump/shaver combo was not functioning so the tubing was changed. There was no patient harm reported. There was a three minute surgical delay.